Event description:
It was reported by repair work order that there was no motor function due to damaged pcb board. It was also reported that there was intermittent motor function as the set screw was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.